Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2009 and subsequently expired on (B)(6) 2009 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same patient involving two separate products; associated with MDR's #1225714-2014-00377,1225714-2014-00378, 1225714-2014-01110 and 1225714-2014-01111.